Event description:
Related manufacturer reference number: 2017865-2024-01617. New information receives notes that the patient presented in the emergency room. The noise was due to a dislodgement of the patient's right ventricular lead, and the patient received inappropriate shock as a result of the device over-sensing the noise. The lead was revised to address the issue. The patient was stable throughout.

Event description:
It was reported that a patient presented with signal artifact noted on the patient's implantable cardioverter defibrillator. No intervention or adverse patient consequences were reported.